Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to hypoglycemia. The reported blood glucose reading was 40 mg/dl. The customer stated that a neighbor found her unconscious and the insulin reservoir was completely empty. The customer stated that she did not have any problems with low blood glucose levels until she switched from concentrated insulin to unconcentrated insulin. Troubleshooting was performed. The customer stated that she was supposed to receive four unit of insulin at a specific time and instead ten units were delivered. The customer was unsure of what her programming was supposed to be, so she called back after speaking with her nurse educator and it was found that the basal rates set on the insulin pump were incorrect. The customer was assisted with setting the basal rates correctly. Nothing further was reported.